Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother reported that the pump was inaccurately calculating the recommended amount of bolus insulin. She reports the failure was intermittent and the pt's doctor insists on a pump replacement.